Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer was unable to clear the alarm. Customer received the alarm during prime. Customer's blood glucose level was unknown. Customer was assisted in clearing the alarm and performing insulin pump rewind. The device completed the rewind but alarmed a motor error alarm after priming. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced, and the customer agreed to return the device for analysis.